Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, the generator indicated seal cycle complete, but there was no seal which resulted to tissue bleeding and oozing. There was no regrasp alert, there was no evidence of energy delivery but there was activation tone and end tone was heard. This happened on several seals. They opened a new device which have stopped the bleeding and finished the procedure. There was no blood transfusion needed.